Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated the screw was coming out from the prograsp forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred at the distal tip of the instrument where a screw became loose and started to come out, but did not break off. No fragments fell into the patient and the instrument did not need to be removed with the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.0605" at the swaged end compared to the nominal pin diameter of 0.0605". Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.